Manufacturer narrative:
(B)(4). Method: two complaint mr290v vented humidification chambers were returned to fisher & paykel healthcare in (B)(4) for inspection. The returned devices were performance tested by connecting to a waterbag and visually inspected for damage. Results: it was observed that the chambers filled until the water flow was stopped by the float. Small drops of water then began to build at the connection between the feedset tube and waterbag spike, confirming the reported fault. A lot check revealed one other similar complaint for the lot number provided. Conclusion: visual inspection of the water feedset tubes and waterbag spikes of the returned mr290 chambers confirmed that the reported leak was caused by an insufficient amount of glue applied. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. The user instructions which accompany the mr290 chamber state "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient". As part of our improvement process, an additional drop of glue is now applied to the feedset spike during assembly. (B)(4).

Event description:
A hospital in (B)(6) reported that there was water leaking at the connection between the water feed tube and water bag spike of a mr290 autofeed humidification chamber. This was found prior to patient use.